Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the pt underwent emergent treatment for a ruptured abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. On (B)(6) 2012, the pt underwent another procedure, resolving an endoleak with placement of an aortic extender. The physician could not identify a definite cause for the endoleak, although there was an aortic wall abnormality in the infrarenal aortic neck (unrelated to the rupture) which may have contributed to the leak.